Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 5 months after dental implant was installed in intraoral region #22, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, immediate load procedure and immediate implant were performed, bone graft was executed and the patient presented bone type iii. The patient also presented peri-implantitis.